Event description:
It was reported that high impedance was detected on the patient's generator. The patient's generator was disabled. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.